Event description:
It was reported that during the implanting procedure, when the lead was placed into the left ventricular (lv), the lead dislodged again and again. The lead was attempted and not used. Finally physician gave up the implantation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned in segments, analyzed and analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated damage at implant and stretching. (B)(4).